Manufacturer narrative:
No sample returned. Customer did not provide supplemental information other than component part number. The age and condition of the device does have an impact on the overall tuft retention. In isolated events, single filaments can be pulled from a tuft after use. Designed toothbrush filaments are not 100% secured from ever falling out. Given the right conditions and with enough force, a filament can be removed from its tuft. Information in regards to the storage conditions and external environmental factors (heat, light, moisture) in which the device was subjected to was not provided but may have played a role in this specific customer¿s experience. Previous investigation; (B)(4).

Event description:
Bristles came loose from toothbrush.